Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to loss of capture (loc) and high impedances. A fracture was suspected but not officially determined. No additional adverse patient effects were reported.